Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated, identified as requiring replacement. The interconnect cable was also identified for replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.